Event description:
It was reported while using an unspecified bd intravascular catheter the safety mechanism did not act properly. There was no report of patient impact. The following information was provided by the initial reporter: prn stayed in the safety mechanism at needle removal.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in manufacturer name city and state and manufacturer contact office and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this. Investigation summary as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. One picture was received by our quality team for evaluation. The picture shows a catheter with a yellow color on the end of the device. Based on the limited investigation results, a cause for the reported incident could not be determined.